Event description:
The pt had a 3x8mm cypher stent placed in the lad. At an eight-month follow-up, restenosis was detected in the target vessel, but not the target lesion. The pt was hospitalized for ptca of the lad proximal to the stent. The vessel was 90% restenosed, and was not calcified or tortuous. Even though the restenosis was within 5mm of the cypher stent, it was not, per report, revascularization of the target lesion. Per investigator, the event was not device, but procedure related.